Event description:
It was reported that the bd ultra fine¿ insulin pen needle clogged during use and failed to deliver insulin while performing a flow test. The following information was provided by the initial reporter, translated from portuguese to english: "patient has contacted us to inform him that he is using the bd ultra-fine nano penta point 4mm needles (lot 8157565 fab 07/2018 val 06/2023) and always the needles came clogged but this time decided to call and complain, informs that in the last batch acquired so far two needles came clogged realized the clogging at the time that performed the flow test does not come out insulin."

Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that the needles were clogged. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ insulin pen needle clogged during use and failed to deliver insulin while performing a flow test. The following information was provided by the initial reporter, translated from portuguese to english: "patient has contacted us to inform him that he is using the bd ultra-fine nano penta point 4mm needles (lot 8157565, fab 07/2018, val 06/2023) and always the needles came clogged but this time decided to call and complain, informs that in the last batch acquired so far two needles came clogged realized the clogging at the time that performed the flow test does not come out insulin."